Event description:
Patient was having persistent cuff leaks with et tube and having hemodynamic instability (bradycardiac, hypoxic and tachypnic). Dr and aprn were at bedside and were going to move forward with exchange of the et tube. Patient was paralyzed for procedure and new et tube was exchanged without complications. Examined the old et tube to see if it was the balloon on the et tube or the small pilot balloon that was not holding the air. Et tube had no leak, but pilot balloon was not holding the air. This is the pt's 2nd time getting a new endotracheal tube due to persistent cuff leak. This issue has happened at a minimum of three times, two with this patient and one with another ICU pt. This pt ended up having disseminated intravascular coagulation, which resulted in a pulmonary hemorrhage.